Manufacturer narrative:
The motor functioned properly and no anomaly noted. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. The device had minor scratched lcd window and cracked reservoir tubelip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump kept squirting out during prime and fill. The customer's blood glucose was unknown at the time of incident. It was reported that the piston kept moving forward after letting go of the act button. The insulin pump will be returned for analysis.